Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that due to deterioration of optical filter, error code e110 was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center to the service center for a separate issue. During the device analysis, the service technician indicates that deterioration of optical filter caused error code e110 was found. There was no patient involvement.